Event description:
A consumer's mother reported her daughter went to a routine check up and during the exam her doctor asked if she was experiencing any pain. She stated her daughter informed the doctor her eyes had been irritated but she thought it was due to the high pollen count. She stated the doctor diagnosed her daughter with corneal edema and prescribed her a steroid drop four times a day. She stated her daughter will be going back for a f/u appointment. Add'l info has been requested.

Manufacturer narrative:
Eval method: a device from same lot of the actual device involved in incident was evaluated. Eval summary: no sample was returned by the customer. The complaint history was reviewed and there were 3 other complaints of similar nature reported. Review of the compounding, filling and packaging mfg bath records (mbrs) show them to be acceptable. A review of the stability data for all opti free replenish lots currently enrolled in the stability program was conducted and all lots remain with spec through product shelf life. The chemistry and microbial finished product results were reviewed and found to be acceptable. The environmental, utility, bioburden, and sanitization records were reviewed and found to be acceptable. This lot met all release criteria prior to product release. A retention sample was tested for osmolality, color and clarity and the results were acceptable. Incoming components testing results were reviewed and found to be acceptable. This lot met release criteria prior to release. Add'l info was requested on (B)(6) 2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).